Manufacturer narrative:
The patellar component cannot be evaluated for the reported wear as they have not returned the device for evaluation but rather has been retained by the patient. A review of the device history record found that all attributes which could have affected this event met design requirements during MFR. No further action indicated at this time.

Event description:
The patella was revised due to wear.